Event description:
It was reported that the user experienced overnight and early-morning hyperglycemia followed by rapid glucose declines due to the ilet pump cartridge not being fully locked into the connector, leading to missed insulin delivery and subsequent corrective insulin once reconnected; the user also noted intermittent dexcom g7 signals and concurrent amoxicillin treatment for a kidney infection, and the relevant device components included the infusion set connector and cannula with user handling implicated. Symptoms included hyperglycemia and hypoglycemia, as well as anxiety. Outcomes included the need for unexpected medication intervention, with the user self-treating hypoglycemia. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction but identified a usage problem consistent with an improper or incorrect procedure, specifically failure to securely attach the infusion set connector to ensure insulin delivery, with the device component identified as the cannula/connection interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.